Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: nineteen events were reported for this quarter. Product return status: fourteen devices were received for evaluation. One device was available for evaluation but has not yet been received. Four devices were not available to stryker for evaluation. Evaluation status: fourteen events were confirmed during testing. Two devices were found to be affected by corrosion and a lubrication problem. Eleven devices were found to be affected by a lubrication problem. One device was found to be affected by a fracture problem and a lubrication problem. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. Nineteen events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 19 total events were initially reported. 19 previously reported events are included in this follow-up record.   Product return status 15 devices were received. 4 devices were not available for evaluation.   Evaluation status 15 reported events were confirmed during testing. - 2 devices were found to be affected by internal corrosion and a lubrication problem. - 1 device was found to be affected by damaged bearings. - 11 devices were found to be affected by a lubrication problem. - 1 device was found to be affected by shattered bearings and a lubrication problem.   Additional information 19 devices were not labeled for single-use. 19 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 2 previously reported events are included in this follow-up record. Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: 1 device evaluation is in progress.   Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact.